Event description:
The facility representative contacted baxter to report an intermate in which the reservoir ruptured during patient use. The event occurred close to the end of the infusion. The patient did not receive the full standing therapy. The device had not been cooled before the application to the patient. The patient was not receiving any drugs through the port. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The evaluation results and the following additional information were inadvertently omitted in the initial medwatch report. The reported condition was confirmed but not duplicated. The assignable cause was a manufacturing error. A batch review has been performed and there were no issues found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through idc-CAPA-(B)(4).